Event description:
Customer reporting 2 conflicting sars results. Customer states the results were positive by qv at-home otc but negative by another brand rapid antigen test. Patient has been symptomatic for 1 day. No confirmation testing has been performed. Report 2 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: phone.